Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that she had developed an open sore under one of the ECG electrodes. The patient reported that she had a metal allergy. The patient's doctor told the patient she could removed the device to aid in healing the irritation. The patient's medical outcome is unknown.